Manufacturer narrative:
The patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an interject¿ needle was used during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, liquid could not be injected through the needle. The device was removed from the patient and liquid still was not able to be injected through the needle. The procedure was completed with another interject¿ needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.